Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular(rv) lead exhibited noise and impedance problem was also noted. It was stated that the noise resulted in non-sustained right ventricular oversensing (nsrvo). Possible lead damage was also suspected. Lead revision was suggested. No intervention was reported and the device remains implanted. The patient was stable.